Manufacturer narrative:
The event unit was returned to applied medical for evaluation with photographs. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic ob/gyn procedure - after first insertion of trocar being used as camera port, they put robotic camera in the cannula but it would not go in all the way and the cannula cracked. Additional information received from the sales representative on february 2, 2017: the surgeon stated there was tension on the cannula when the break occurred, it was a clean break with no particulate and all pieces were removed. The applied medical robot clamp was used with the si da vinci robot at the time of the break. Patient status: no patient injury.